Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter.

Event description:
Note: this report pertains to one of two mantis clip devices used on the same patient and procedure. It was reported to boston scientific corporation that two mantis clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, it was reported that mantis grabbed tissue well; when the nurse went to deploy, the mantis would not release from the catheter. They tied another mantis, and the same thing occurred. The procedure was completed with a resolution 360 ultra clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.